Event description:
Information received by medtronic indicated that the insulin pump had crack starting at the front bottom of battery compartment, going upward along the battery compartment to the back of the case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer filed a complaint about a crack on the battery compartment. Insulin pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, partially broken retainer, pillowing keypad overlay. Verified crack on the battery compartment.